Event description:
It was reported that one hour after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion in the mid lad was predilated with a 2.5mm balloon. A taxus express2 3.0x24mm drug eluting stent was placed distally in the lad. A taxus express2 3.5x24mm drug eluting stent was placed proximally in the lad. The middle portion of the lesion still had calcification present, so the physician postdilated with a 4.0mm nc rapture balloon. The pt returned to the cath lab one hour later with complaints of chest pain. On the angiogram, the physician found the proximal stent to be closed. Plain old balloon angioplasty (poba) resumed flow. Pt was reported to be stable. No further pt complications were reported.